Event description:
It was reported that the drain bag could not collect urine due to the sampling port had a check valve that was blocking the urine. Customer stated the other drain bags they had did not have the blue piece. Went over troubleshooting bag with water, but patient sent photo of a blue piece that was used for sampling and informed it was blocking it preventing any urine from draining.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Unsnap hook. 3. Position hanger on bedside rail near the foot of the bed using string or hook. 4. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 5. To empty bag:. Open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag could not collect urine due to the sampling port had a check valve that was blocking the urine. Customer stated the other drain bags they had did not have the blue piece. Went over troubleshooting bag with water, but patient sent photo of a blue piece that was used for sampling and informed it was blocking it preventing any urine from draining.